Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events were unable to be identified. The events likely occurred due to the following: ccd cable breaks caused by excessive bending/pulling stress on the video cable. Failure of the ccd unit due to handling such as the video connector was plugged or unplugged while the system was powered on. The power was turned on when dust, dirt, moisture, etc. Adhered to the video connector contacts. The event can be detected/prevented by following the instructions for use which state the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the cable on the side of the master board was bulging and the cover of the up board of the olympus board had impact. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the 3d would not work on the subject device. The issue was found during reprocessing. There was no procedure involved, and no patient or user injury were reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s reported issue was confirmed and found to be caused by a defective distal end insertion unit. Further testing was performed, and it was found that the screen would black out due to the electrical signal line of the charge-coupled device unit being broken or short-circuited.